Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the device was in use for less than two seconds, and then it no longer functioned. The procedure was completed manually with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.